Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called stating his pump is alarming button error and the buttons are unresponsive. Customer's blood glucose is 182 mg/dl. He said he was near the swimming pool, but not submerged. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump received with button error alarm due to moisture damage keypad traces. No moisture damage on electronics noted. Insulin pump had minor scratches on display window and cracked reservoir tube lip.